Event description:
Customer reported receiving an inaccurately high blood glucose result on their freestyle freedom blood glucose monitor. Customer received a reading of 455 mg/dl compared to a lab result of 189 mg/dl obtained within 10 minutes. The results when plotted on a parker error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported earlier in the day receiving a glucose result of "hi" (>500 mg/dl) and dosing with insulin based on this result. The customer then reported feeling weak and as if they were going to have a seizure. A short time later, the customer received a glucose result of 79 mg/dl on a friend's accucheck glucose monitor. The customer then took 200 grams of oral glucose and was taken to a local emergency room where they were given food, and the above mentioned meter to lab comparison was obtained. The customer reported not being diagnosed with any diabetes related condition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.